Event description:
In 2008, an implantable defibrillator was put in my mother and on approx one and a half months later, she was found dead in my home around 7am. We do not know if this equipment was new or used to which it didn't work at all when she died in her sleep.